Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired on appendix and when surgeon opened device, he noted the reload had moved halfway down jaw length of device. Only the proximal half of reload fired and most of the staples were malformed. Surgeon reported quite a bit of bleeding and over-sewed appendix stump with one suture to complete the case. There was only a delay of a few minutes to procedure to obtain suture and to over-sew stump. No blood products were given to patient and surgeon said there were no patient consequences. No device or reload will be returned as discarded.